Manufacturer narrative:
(B)(4) was used to report the non-specific cardiac event for which there is no code available. This is one of two device reports related to this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiac event and subsequently expired , which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.